Manufacturer narrative:
G4: 08oct2020; b4: 13oct2020. The customer replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jun2020.

Event description:
It was reported there was a bad touch on the touchscreen during calibration attempts. There was no patient involvement. The manufacturer's field service engineer provided remote support and advised the customer to replace the touchscreen.